Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies vessel occlusion and vessel stenosis or thrombosis as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for an aneurysm in the middle cerebral artery (mca) in a patient who was a poor responder to clopidogrel. After the fred was implanted in the m1 segment, angiography revealed in-stent thrombosis. Prasugrel, cataclot, and radicut were administered and an intra-arterial infusion of urokinase was delivered to the center of the stent, resulting in recanalization of the mca. A coil was placed in the aneurysm, as planned, and final angiography confirmed patency of the vessel at the occlusion site. There was no sequela as a result of the occlusion. The patient is currently reported to be recovering.